Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black substance found in an unspecified quantity of minicaps. The home patient (hp) stated that they have not seen this before; they looked all the minicaps that were in the box, and all have black substance on them. The patient did not use the minicaps. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: this lot was manufactured (B)(4) 2018 - (B)(4) 2018. The actual device was not available. The complaint sample had been discarded, but a sample photo was provided. A companion sample was also received for evaluation. Visual inspection of the companion sample and photo did not reveal any indication of particulate matter. The reported issue was not verified for the companion sample or the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.